Event description:
It was reported that pump displayed malfunction code and continued to show same malfunction after reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, was instructed to place pump in storage mode, and arranged to use multiple daily injections as backup therapy while a replacement pump was shipped; customer was also advised to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.